Manufacturer narrative:
Investigation type 4110: lens work order search- no similar complaint event(s) within associated lots were found. Claim#(B)(4).

Event description:
The reporter indicated that a 12.1mm vticm5 12.1 of -11.0/1.0/069 (sphere/cylinder/axis) implantable collamer lens tore/broke during loading on (B)(6)2022 . The lens was not implanted into the patients left eye (os). A replacement lens of the same model/size and similar power was implanted on (B)(6)2022 and the problem was resolved.